Event description:
Rn was starting an IV on 8 year old using 22 IV catheter. Pulled the safety device back to lock and would not lock. The cover slipped back and the needle jabbed the rn's finger. Rn treated for blood and body fluid exposure and 3 year old required testing. Looked in the room where the IV was started and found 5 lot #'s in the #22 IV catheter stock.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.